Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited foreign matter coming out of the control section, universal cord, and connector. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the up/down plate, angulation lever, venting connector and bending section cover had foreign material. However, the foreign material could not be obtained and identified. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.